Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, exhibited a sudden rise and high impedance, far field r-wave (ffrw) oversensing. A lead fracture was also suspected. The lead was revised and will be replaced in the future. No patient complications have been reported as a result of this event.